Manufacturer narrative:
(B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for lipc lipase colorimetric assay (lip) on a cobas 6000 c (501) module - c501. The sample initially resulted as 7000 u/l when tested on the c501. This value was reported outside of the laboratory. The sample was repeated at a different hospital and the result was within the reference range of the assay. No adverse events were alleged to have occurred with the patient. The lip reagent lot number and expiration date were asked for, but not provided. The customer declined to provide any further information. The investigation was unable to find a definitive root cause.